Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was lifting from the pump and that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the keypad was torn. The ok button was unresponsive due to a misaligned button contact. The up arrow, down arrow, and contrast buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, there were multiple cracks in the battery compartment.